Manufacturer narrative:
The reported event of the breakage for screwdriver bit axsos t20, ao fitting 5.0mm locking set could be confirmed. Based on the investigation, the root cause was attributed to a user relate issue. Wear and tear can be seen on picture. It can be seen that ref# 702754 has been hit indirectly via a handle. Fatigue fracture of ref# (B)(4) is visible initiated by corrosion. Side micro fracture and corrosion is visible. Progression lines, instantaneous zone and rubbing damage are present on the fracture site confirming fatigue fracture. Corrosion along fatigue crack is visible which is the origin of the breakage. Root cause is a combination of wear and tear, corrosion, over torque and device been hit resulting on the fatigue fracture at screwdriver tip." The screwdriver reached the end of its useful life. Regarding the second part of the event description "the use of other ablation system (saw blade and tungsten drills) did not allow the removal of the plate.". A full operative technique has been created to help the customer to remove the plate. Additionally a list of all references from extraction set have been provided to the customer. According to communication log. "The surgeon was not willing to remove the device" and a revision surgery might take place lately. If any additional information is provided, this part of the investigation will be reassessed.

Event description:
Surgeon to sales rep, that "during a procedure (explantation of an axsos plate), the tip of screwdriver fractured. The use of other ablation system (saw blade and tungsten drills) did not allow the removal of the plate."

Event description:
Surgeon to sales rep, that "during a procedure (explantation of an axsos plate), the tip of screwdriver fractured. The use of other ablation system (saw blade and tungsten drills) did not allow the removal of the plate."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.